Manufacturer narrative:
It was reported "resident was observed lying partially on bed, partially off the bed, with upper part of body pressed between his hospital bed, bed remote and halo device. The resident had expired. Resident was released to medical examiner's office for follow-up. On scene investigators noted that the head and foot of the electric hospital bed were in at their max extensions. Investigators noted that it appeared that even at max extension the motor remained engaged and continued to turn to the point the plastic casing had popped apart". The bed was being used with a double-sided halo safety ring. It was reported that the user kept the bed pendant beside him for ease of use. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Resident appeared to have rolled over on hisside in such a manner that his chest triggered the remote control functions causing both the head and footsections of the bed to extend to their maximum vertical positions.